Manufacturer narrative:
Additional info was provided to customer on possible causes of thermal injuries. A co service rep checked the system and found all parameters to meet specifications. Phaco handpiece has not been rec'd for evaluation or root cause analysis to date.

Event description:
The phaco machine failed to produce adequate aspiration and flow, resulting in a risk of a wound burn to the pt. The pt was undergoing a cataract removal. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." There was no harm to the pt. Phaco handpiece was available for eval.